Manufacturer narrative:
Additional reports will be made for the other patients with lava ultimate crowns in this practice who required root canal treatment. Since this event involved three medical devices, three manufacturer reports are being submitted. This report describes the first device. Manufacturer report numbers 9611385-2015-00091 and 9611385-2015-00092, describe the second and third device, respectively.

Event description:
On (B)(6) 2015, a representative from a dental office reported that patients with 3m espe lava ultimate cad/cam restorative for (B)(4) crowns required root canal treatment. Follow-up information provided by the office on (B)(6) 2015, detailed the case of a (B)(6) year old female patient who received a lava ultimate crown on tooth #19 secured with 3m espe scotchbond universal adhesive and 3m espe relyx unicem 2 cement on (B)(6) 2012. The patient experienced pain upon biting (onset date of symptoms was not provided) and on (B)(6) 2012, a root canal was performed. The patient is currently reported to be asymptomatic.